Event description:
Tube portion of attachment unscrewed from the base during back lumbar decompression procedure. This occurred at the beginning of the procedure. Tube did fall into wound site. Excess irrigation was used to clean the area. All components were believed to have been retrieved.